Event description:
A patient reported experiencing inaccurate erratic results with a ot basic original meter. The patient's blood glucose results were 317mg/dl, 271mg/dl, 173mg/dl, 217mg/dl. Tests were done 10 minutes apart in betweeneach reading with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.